Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: g1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional. Visual inspection: the handle with quick coupling, small, and stardrive screwdriver shaft qc/t15 were received at us cq in the stuck condition. Upon visual inspection, no visual damages were observed on the received devices except normal wear. Functional test: the complete functional test cannot be performed as the handle and screwdriver were stuck and not able to be disassembled. Thus, the reported complaint condition can be confirmed. The complaint can be replicated with the returned device(s). Dimensional inspection: the dimensional inspection cannot be performed due to the stuck condition of the devices. Document/specification review: the related drawings are reflecting the current and manufactured revisions were reviewed. The complaint is confirmed. Investigation conclusion: the complaint condition was confirmed for the received device as the handle and screwdriver were stuck and unable to be disassembled. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number:314.116, synthes lot number: 6413845, supplier lot number: n/a release to warehouse date: aug 31, 2010, expiration date: n/a, manufactured by synthes monument. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during equipment maintenance in sterile processing department, the stardrive screwdriver shaft was stuck onto the handle with quick coupling. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft qc/t15. This is report 1 of 2 for (B)(4).